Event description:
It was reported that the patient experienced high voltage therapies due to atrial fibrillation with a rapid ventricular rate. A week before the incident, the physician advised the patient to take only half her previous recommended medication dosage. Clinically resolved by adjusting vt detect criteria and advising patient to resume previous medication dosage. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.